Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test, safety valve test and internal leakage test during the pre-use check. Identification of issue has been done by analyzing problem description, service report and device logs. According to the information provided by the field service engineer (fse), it was found that the pressure transducer printed circuit board (pcb) was defective. No parts were returned for further analysis. The root cause for the reported problem could not be determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/06/2004. Corrected manufacture date: 05/07/2004.

Event description:
It was reported that the ventilator failed internal leakage, pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).